Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022 infusion set's tubing was detached from connector. Therefore, the patient's blood glucose level at the time of event was 170 mg/dl. Moreover, the infusion set was used for half an hour and the expiration date is (B)(6) 2025. The infusion set was replaced, and insulin was resumed successfully. No further information was available.